Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they recently visited their healthcare provider (hcp) to adjust the stimulation. The patient mentioned that day they changed to program 3 but the stimulation felt too high, so the hcp lowered it by one level. The patient stated that they later reduced the stimulation further to program 3 at 0.6 because it felt like the stimulation would not stop. However, they noted that the sensation has not subsided as it did the first time. The patient also described feeling as though there is an object in their private area and experiencing a slight vibration in their back where the battery is located. Agent advised the patient to try decreasing the stimulation further but noted that if the new program remains uncomfortable, they could return to program 1 or try a different program. The patient mentioned that they already talked with their hcp and they were redirected to us,. According to the patient, they were advised not to decrease the stimulation. The patient confirmed that they have seen improvement with the device but are still experiencing discomfort. They described the pain as annoying, particularly when sitting down or standing, and noted that it can sometimes be painful when sitting. The patient also mentioned that they feel the vibration extending to their right leg when trying different positions, such as walking, sitting, or lying on their stomach. Patient plans to decrease the stimulation to 0.5, to stay in the same program, and will call back if further assistance is needed. After decreasing stimulation, patient felt relief.